Event description:
Foreign distributor contacted dexcom on 11/14/2015 on patient's behalf to report that on (B)(6) 2015 the receiver displayed a hardware error. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.